Event description:
It was reported that the pacing lead exhibited a rise to high impedance measurements in bipolar pacing configuration. The patient will continue to be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.